Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Update h4 (device manufacturer date). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material, but the type of material could not be identified. It was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). The foreign material may not have been removed because reprocessing could not be conducted properly due to a leakage from the electrical (el)-connector. Water tightness was lost due to a deformed electrical connector guide pin. The event can be detected/prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited air/water (a/w)-tube and aw-cylinder had foreign objects. There were no reports of patient involvement.